Manufacturer narrative:
(B)(4). The device was received for evaluation. This is an ancillary service event opened during investigation of (B)(4). A review of the alarm log identified evidence of the f-2 alarm. The alarm was determined to be due to a downstream occlusion. The referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product servicing by a technician, a flo-gard infusion pump was found to have an f-2 alarm. No additional information is available.